Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The caller stated that the alarm could not be cleared. The customer's blood glucose was 22 mmol/l. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the occlusion test due to a faulty force sensor (gold). The motor passed the motor test. The unit had a minor scratched liquid crystal display window, cracked case at the display window corners, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube window, and cracked case at reservoir tube window corner.